Event description:
Device report from synthes europe reports an event in (B)(6) as follows: patient implanted with expandable corpectomy device (ecd) on (B)(6) 2010. Reportedly the patient is experiencing post-operative difficulties. No further information was provided. This report is for an unknown expandable corpectomy device (ecd). This is 1 of 1 report for complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.